Event description:
It was reported, during the procedure. When the physician was placing the last loop of the subject coil into the aneurysm, it prematurely detached. The procedure was completed successfully. No clinical consequences were reported to the patient, due to this event.

Manufacturer narrative:
H4: manufacturing date: added, d4: expiration date: added. Due to the automated manufacturing execution system (mes) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available. Therefore, visual and functional testing, as well as physical analysis cannot be performed. The reported complaint could not be confirmed. And it could not be definitively determined, if the device failed to meet specifications, because the product was not returned. The reported event is covered in the device directions for use (dfu), as well, the risk of the reported event is documented in the risk documentation. And there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported during the procedure when the physician was placing the last loop of the subject coil into the aneurysm, it prematurely detached. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.